Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 4 to 5 days post-operative of a laparoscopic lower anterior resection, the anastomosis failed.